Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received a non-lifevest defibrillation. The device was started up at 20:15:21 on (B)(6) 2024. At 20:15:12, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. The device properly detected vf. CPR/motion artifact prevented the lifevest from treating the patient. At 20:15:21, the patient received the non-lifevest defibrillation. Rhythm at time of treatment was vf. Post shock rhythm was obscured due to CPR/motion artifact and electrode lead fall off. The electrode belt was disconnected at 23:56:46 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.